Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was functionally okay with insignificant anomalies.

Event description:
The health care provider (hcp) via a manufacturer representative reported that they were concerned about the longevity of battery life of the implantable neurostimulator (ins). The patient was programmed at 7.5v, pulse width of 330, rate of 14, and on for 0.5 second and off for 5 seconds. The ins was explanted on (B)(6) 2016 and would be returned. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.